Event description:
It was reported that a sensor error occurred. The wearable was inserted into the arm on (B)(6) 2025. On (B)(6) 2025, the patient was found by the father in a comatose-like state and experiencing a seizure while watching basketball. The patient was unresponsive, prompting the family to check the dexcom continuous glucose monitor (cgm), which was not displaying any readings at the time. The patient¿s brother called 911, while the mother administered glucagon via pen and gave the patient orange juice. Upon arrival, paramedics recorded a blood glucose (bg) level of 40 mg/dl. Vitals, pulse, and an EKG were also performed. Approximately one hour later, the patient¿s bg level returned to a normal range of 115 mg/dl, and the paramedics departed. At the time of the report, the patient was reported to be ok. Data was provided for investigation. The allegation was not confirmed via data. However, it was found that signal loss equal to or under one hour occurred. The probable cause could not be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia, seizure and loss of consciousness.